Event description:
The pt reported experiencing elevated blood glucose of 200-300 mg/dl since (B)(6) 2010. The pt changed the infusion set and insulin cartridge and bolused through the infusion device but was unable to lower her blood glucose. The pt felt sick and vomited. On (B)(6) 2010, the pt was hospitalized in the regular care unit until (B)(6) 2010 and was then moved to intensive care until (B)(6) 2010. She was then moved back to the regular care unit and her blood glucose is elevated again. She was treated with an insulin IV. She stated e4 (occlusion) error was not properly displayed on the infusion device. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.